Event description:
Complainant alleged that while attempting to shock a female patient (age unknown), after removing the electrode pads, burns were found on the patient. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate the degree of the patient's burns.

Manufacturer narrative:
The device and associated pro-padz electrodes were returned to zoll medical corporation for evaluation. The r series and electrodes functioned normally during inspection and discharge testing. Electrode inspection showed burn marks on the pad surfaces but no evidence of hair or debris. Device logs confirmed a discharge at 293j with a noted difference between patient impedance (97.1 o) and device impedance (124 o). This impedance variation can result in higher than expected delivered energy. Increased impedance may be influenced by factors such as pad coupling, skin preparation, or electrode condition. Based on the evaluation, there was no evidence of device malfunction or electrode defect. The device passed all test and is functioning properly. The device was recertified and returned to the customer. The IFU (r1345-112) as well as the label (r1345-32) for the pro-padz electrodes provides instructions for proper electrode application. The IFU also specifies that poor adherence/air under the electrodes can lead to the possibility of arcing and skin burns. Analysis of reports of this type has not identified an increase in trend.